Event description:
Caller reported cartridge alarm during the pumping process. There was no reported adverse impact to the customer's blood glucose level. Caller successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy, resolving the issue.